Event description:
It was reported that the programmer generated an error reading "printer overheated" during a clinic. Follow-up determined that the programmer was unable to continue operation and had to be replaced. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error reading "printer overheated" during a clinic. Follow-up determined that the programmer was unable to continue operation and had to be replaced. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that a printer overheat error message was generated and therefore the media processing unit board was replaced and the hard drive reimaged to resolve. The software was also reloaded. The programmer passed all final functional and systems tests and no other anomalies were found. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.